Event description:
It was reported the patient's pump had reached end of life (eol). It was noted a "low elective replacement indicator (eri)" was occurring. At the pump replacement surgery the physician was not able to withdraw from the catheter. The physician decided not to prime the pump and exchanged the pump instead. The catheter remained implanted. It was later reported the patient did not report any symptoms prior to the pump replacement. The pump replacement was reported as "routine eol" replacement. It was also noted a catheter issue was "not necessarily detected." It was noted no patient adverse events had been reported following the pump replacement. It was unknown what drug the device system was used to deliver.

Manufacturer narrative:
Product ID: 8709, lot# j11316r25, implanted: (B)(6) 2002, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).